Event description:
Customer reported experiencing low blood glucose of 45 or 50 mg/dl. Customer's current blood glucose was 207 mg/dl. Customer states she has been having low blood glucose with her job since she was also trying to lose weight and cut down on carbohydrates. Customer attempted to use an IV prep supplied by her doctor but it did not work. Customer has been of the device for three days now. Customer ran out of quick sets due to scarring and lack of absorption in the front abdomen. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.